Event description:
During an anonymous customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: it is unknown what type of infection the patient was referring to in the survey response. However, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d1, d4, g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.